Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 600 (mg/dl). Customer reverted to insulin injections for diabetes management. Recommendation was made to change pump supplies and contact health care provider to discuss diabetes management.